Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Device malfunction. There is no reported ossification or fibrosis. An accident or trauma has not been reported. The mother thinks that the child hears sound but as the patient is very young it is not clear to what extent. The patient has been re-implanted

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance appears as not affected, also in situ measurements show a device malfunction.